Event description:
The iab leaked. This was the only info at the time of the report. On 7/28/98, the following was reported to datascope: the pump alarmed "check iabp catheter". Blood was noted in the balloon and the iab was removed on 5/14/98. Another was not inserted because the balloon was going to be removed the following day. It was reported that the pt expired on 5/15/98 at 10:30 am. It was unk if there was any pt injury or complication as a result of the event on 5/15/98. [Event complications]: unk-reported 6/1/98 and 7/28/98. [Pt's current status]: expired-rpt'd 7/28/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/13/98).